Manufacturer narrative:
The reported event was confirmed as manufacture related. The evaluation found nipple base adhered to white vinyl of the bag. It was observed that the water flow was slow. How and when problem occurred could not be determine. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "(24) do not pull or twist the outlet tube. Also, do not squeeze the drainage bag. [The joint of the drainage bag and the outlet tube may be damage and urine leakage may occur.] (25) when disposing of urine, observe the following: 1) remove the outlet tube from the housing of the urine drainage bag. 2) lift the green lever to open while holding the outlet tube. Be careful not to pull the outlet tube when lifting the green lever. 3) when disposal of urine is completed, close the green lever and put the outlet tube into the housing."

Event description:
It was reported that there was no urine flow from the outlet tube of the bag.

Event description:
It was reported that there was no urine flow from the outlet tube of the bag. Per sample evaluation, the nipple base was adhered to the white vinyl of the bag causing the water to flow out slowly.

Manufacturer narrative:
Upon further review, bard/bd has determined that this MDR was initially reported in error as this event is not reportable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was no urine flow from the outlet tube of the bag.